Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the leak. Fse found a chip on the acrylic block at the quad ring seal of the ts-cts (tube system-closed tube system) arm assembly. Fse replaced the ts-cts to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 880i synchron system leaked fluid from the cap piercer. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The issue was referred to a bec field service engineer (fse).